Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4 cm in diameter abdominal aortic aneurysm approximately 18 months ago. The vessel morphology at the time of implant was reported as the iliac arteries are diseased and a bare metal stent was implanted prior to the stent graft procedure. The stent grafts were implanted with the iliac limbs crossed. It was reported that the patient has occlusion in the contralateral iliac limb. There was some clotting in the native iliac artery and within the stent graft. The patient underwent a thrombectomy and the blood clots were removed using a fogarty catheter. The physician also implanted another bare metal stent distal to the stent graft. No clinical sequelae were reported and the patient is fine. The film evaluation has been completed. The films two years pre-implant show that the proximal neck diameter is 16-17mm at the renal arteries, and the 4cm aaa contains thrombus and calcification. The distal aorta diameter is 11-12mm and lined with calcification. The right common iliac is stented. One month post-implant cta's show that the ipsilateral limb is on the left. The distal aorta diameter is 14-15mm; the contralateral limb is compressed to approximately 4mm x 8mm, and the ipsilateral (left) limb is compressed to approximately 7mm x 10mm within the distal aorta. No occlusion is visible. Current films with the reported occlusion event were not provided. The small and calcified distal aorta likely contributed to the limb compression and occlusion.

Manufacturer narrative:
(B)(4). Evaluation codes, method: other (film evaluation) evaluation codes, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; small and calcified distal aorta) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small and calcified distal aorta).